Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose levels. The blood glucose levels were not reported. Prior to the hospitalization the customer stated that his wife came home and found him unconscious. Troubleshooting revealed that the insulin pump was programmed correctly. Nothing further was reported.